Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that the patient received an inappropriate shock due to noise on the right ventricular lead. Noise was unable to be reproduced with isometrics. No programming changes were made. The patient was in stable condition post interrogation and will continue to be monitored.